Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer stated that the insulin pump is not delivering insulin properly. Customer has experienced highs and lows. Customer has been using manual injections to treat. Customer was admitted to hospital due to diabetic ketoacidosis. The current blood glucose reading is 354 mg/dl. Treated with manual injection. The blood glucose reading at the time of the event was 513 mg/dl. Customer experienced vomiting, nausea, thirsty and frequent urination. Hospital treated with insulin drip. During troubleshooting, time and date are correct. Programming is correct. Nothing further reported.